Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification up to the 29th june 2014. The device failed multiple self-tests due to a low battery between 6th july 2014 and 12th october 2014. An increase in voltage on 13th october 2014 suggests a further pad-pak was installed and performed all self-tests up to 30th november 2014. The device records multiple manual power ups of under one minutes duration on the 3rd december 2014. The pad-pak was then removed. The manual power ups may suggest the user was regularly power cycling the device or the beginnings of membrane failure. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.